Manufacturer narrative:
(B)(4). The homechoice device was returned for evaluation. The device functioned as intended during servicing. Device history and service history reviews revealed that no issues were identified that may have contributed to the reported problem. The reported issue could not be confirmed or duplicated. A cause was undetermined. The reported issue was not confirmed during event history log review or sample evaluation.

Event description:
A customer contacted baxter to report regarding a burnt odor from homechoice (hc) device when the cassette was loaded to the hc device and the device prepared for treatment. The odor also appeared when the treatment was started. It seems to come from somewhere near the set. The patient was using a baxter transformer. No patient involved.during further follow-up with the customer, it was found that the burn odor occurred during set-up of the hc machine. Patient had continued therapy and did several without problems. No odor was noticed odor during therapy. The odor was only smelled when patient was loading set.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.